Event description:
Procedure type: lap appendectomy. According to the reporter: the handle stopped while firing on the mesoappendix. The surgeon tried to continue the firing but the handle ran idle with a loud crack. The device was removed from the tissue and it was confirmed that a few staples remained on the tissue. Using another roticulator 45-3.5 sulu, the proximal side of the first staple line was resected additionally.

Manufacturer narrative:
(B)(4).